Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a spyglass endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During a brief cannulation, the light from the spyscope ds ii went out at the moment when the spyscope was close to the papilla and entering the common bile duct. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported that the patient was over the age of 18. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed, and articulation of the catheter had no effect on the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed near the distal end and in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging also, shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components within were visually inspected. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problems with the camera wires in the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. During product analysis, signs of use were noted in the form of witness marks and residue at the pofs. A live image was seen upon insertion of the device and after a saline test, the image was disrupted. A solid pink lines appeared followed by the initialization screen and loss of image. During procedure, fluid likely back flowed into the optics lumen and caused a change in capacitance of the electrical circuit resulting in a loss of image. Based on all gathered information, the probable cause selected for the image failure is cause traced to device design, which indicates that the problems were traced to the design specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a spyglass endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During a brief cannulation, the light from the spyscope ds ii went out at the moment when the spyscope was close to the papilla and entering the common bile duct. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.